Event description:
It was reported that the pt had a refill in 2009 and 3 days later. Following the refills, the pt wasn't doing well with signs and symptoms of withdrawal. The pt went to the emergency room. The pt's mother was told the pt had pneumonia and was sent home. A few weeks later, the pt ended up in the ICU. Side port aspiration was normal. Further testing was done in april and may with no results reported. In may, the medication was pulled out and tested. The test results reported less than 100 mcg/ml concentration of compounded baclofen. The first refill was supposed to be compounded baclofen for 3000 mcg/ml and the equivalent actually in the pump measured out to be 80 mg orally. The refill was suppose to last until 5 months. At about 2 months later, when the drug error was found, the medication was removed and refilled with 2000 mcg/ml of baclofen. The pt was monitored, but continued to show increased spasticity and bronchial symptoms. The pt was at home and doing well.